Manufacturer narrative:
(Film evaluation), inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; pre-existing stenosis and calcification in the mid-aorta); device failure/lack of effectiveness related to patient condition (anatomy related; pre-existing stenosis and calcification in the mid-aorta).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was tight stenosis calcification / stenosis noted in the mid aorta around the gate location noted at the time of implant, but the angiogram looked normal. It was reported that the patient presented for a routine follow-up and had claudication on the left side; however, there was no cold leg. Currently no intervention has been done. The decision was made to bring the patient back this month and do kissing balloons. No additional clinical sequelae were reported, and the patient is fine. A review of the returned films post-implant show a long and small proximal neck; the distal neck was approximately 16 - 20mm diameter 4cm below the renals. Both stent graft limbs appear compressed within the tight distal neck and then open completely within the aneurysm and iliacs. The left limb is occluded at the constriction and continues to be occluded distally to the left hypogastric artery. The right limb contains some thrombus just distal to the compressed area, and is patent elsewhere. Uncertain which side is contralateral or ipsilateral.